Event description:
Customer reported the insulin pump has alarmed calibration error and change sensor. Low blood glucose alarm occurred when sensor glucose was in the 50 mg/dl range and her blood glucose was around 120 mg/dl. If customer takes glucose tabs it take sometime for her sensor glucose to go up. Troubleshooting was performed. Alarm did not occur as a result of first calibration attempt after initialization. Customer is using different meters to input blood glucose readings. Customer was advised to change sensor. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.